Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon was using drill to drill holes for screws in patients acetabulum. The flexible drill broke. Surgeon washed out the hole to remove any potential small fragments left in hole. Primary tha.

Manufacturer narrative:
An event regarding damage involving a trident driver shaft was reported. The event was confirmed through visual evaluation of the provided photograph. Method & results: device evaluation and results: no product was returned for evaluation however photographs were provided for review. The photograph show different instruments on a table. The driver shaft is broken/fractured. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event was conformed through evaluation of the provided photographs. The photograph show different instruments on a table. The driver shaft is broken/fractured. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as return of the device are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon was using drill to drill holes for screws in patients acetabulum. The flexible drill broke. Surgeon washed out the hole to remove any potential small fragments left in hole. Primary tha.